Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 47419 was returned and analyzed. Visual inspection of the balloon catheter showed excessive adhesive glue around the guide wire luer. Smart chip verification indicated the catheter was not used. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, reported issue ¿foreign material¿ was confirmed for the returned catheter. The balloon catheter failed the return product inspection due to the excessive adhesive around the guide wire luer before the push button. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a ¿white thing¿ was adhering to the guide wire lumen port. It was noted the ¿white thing¿ could have been foreign material. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.